Manufacturer narrative:
The customer¿s report of tear in pump segment was confirmed. During visual inspection of the set received, it was noted that the silicone segment had a tear near the upper fitment. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were. Functional and pressure testing was performed and a leak was observed coming out from the silicone tubing near the upper fitment immediately upon repriming. The root cause of the leak was due to a tear in the silicone segment. Root cause of the damage is not known, however the damage is not believed to have occurred during manufacturing or during package opening due to the fact that the set was primed and used to deliver an infusion, which reportedly ran for approximately ten hours before the leak was noted.

Event description:
Received a copy of the customer's medsun report which states "the tubing was hung by night rn approximately around midnight. The day rn noticed fluid leaking approximately 10 hours later. The tubing was noted to have a crack in the line, the tubing was discontinued from the patient."

Event description:
The customer reported that the tubing has a tear in the pump segment. There was no no patient harm associated with this report.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.